Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. Damage to the battery compartment was reported. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2018 with the following findings: a battery was returned with the pump for investigation. Review of the available black box data did not reveal any evidence of power issues or battery voltage discrepancies. The complaint was reported to have occurred on (B)(6) 2018. The customer continued delivery of insulin with the pump, overwriting the historical data in the pump history and black box from (B)(6) 2018. On investigation, the pump powered on normally and was exercised for 24 hours without rebooting, losing power or overheating. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.